Manufacturer narrative:
MFR's report date 07/28/98. The set was rec'd and evaluated. The set was visually inspected and no anomalies were noted. The set was pressure tested and no leaks were detected. The set was tested in a pump at different rates for 24 hrs. No air or air bubbles were noted in the tubing and no leaks were detected. An international alaris svc ctr tested the pump forcing different amounts of air in the tubing and the unit alarmed each time as designed. We were unable to duplicate the noted complaint. It is not known what may have caused the noted issue.

Event description:
It was alleged that air was noted in the tubing to the patient. There was no resultant patient complication.